Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
MDR on (B)(6) 2025 the user reported hyperglycemia with blood glucose (bg) levels of approximately 400 mg/dl. The user performed a site change and entered a confirmatory fingerstick value into the ilet, after which bg was corrected. The user reported no symptoms and no medical intervention or hospitalization was required. No long-term health effects were reported.